Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 234 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from skiing before noticing the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube and tube lip, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.